Event description:
During an in clinic follow up, episodes of inappropriate mode switching were noted on the right atrial (ra) lead. Lead damage was suspected. The ra lead was capped and a new ra lead was placed to resolve the event. The patient was stable.